Manufacturer narrative:
Corrected information was provided in d3 and e1. Upon review, it was identified that these inadvertently omitted from the initial report. Corrected information was provided in d4. Upon review, the serial and primary UDI number have been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the mechanical interaction with blood/hematuria cannot be established due to insufficient clinical details provided, and no data logs or product returned. Due to a lack of sufficient clinical details provided, the cause of the device in wrong position cannot be established.

Manufacturer narrative:
B5: added updated clinical review. H6: omitted code e0303 and added e1302. Additional information: the following information was received: the care team believed it was not due hemolysis but foley insertion. Plasma free was normal. Pump is not available for return.

Event description:
An impella cp device was inserted via the femoral artery to support a 66-year-old female patient admitted with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). At the time of device placement, the patient was in scai shock stage d. The patient¿s additional medical history was not provided. On the day of implantation, discoloration of the urine was observed, raising concern for possible hemolysis. The care team evaluated the device position and noted that the impella was in contact with the mitral apparatus. The pump was repositioned, after which the urine discoloration improved. Plasma-free hemoglobin levels were subsequently checked and found to be within normal limits. The care team believed the urine discoloration was more likely related to foley catheter placement rather than true hemolysis. The impella cp was explanted after just over two days of support. The patient tolerated the wean and explant and survived the period of impella support. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, anticoagulation status, and transient suboptimal device position in the setting of a small left ventricle.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was inserted via the femoral artery to support the 66 year old female patient who had been admitted in with known indication of acute myocardial infarction and cardiogenic shock. At the time of pump placement the patient was in scai stage d shock. Other medical history was not shared. On the day of implant there was hemolysis observed, the urine color had changed. The team troubleshot the hemolysis by repositioning the pump which was noted to be in contact with the mitral apparatus. The hemolysis was not confirmed with plasma free hemoglobin level draw before the pump was explanted. The explant took place after just over 2 days of support. The patient did survive the pump's wean and explant. Hemolysis may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position. In addition the team states the malpositioned pump was in a small left ventricle.